Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because used strips were returned.

Event description:
Caller reported aviva system blood glucose results of 144 mg/dl and 71 mg/dl within 10 minutes. Customer self-treated symptoms of hypoglycemia by eating banana and drinking milk. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.